Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 2 fr perqcath catheter was returned for investigation. A catheter tip was returned within a sticky note. The perqcath catheter measured to be approximately 30.5 cm. The catheter distal tip segment measured to be approximately 2 cm and proximal segment was not returned. The perqcath catheter was flushed with water using a 12 ml syringe and was patent to infusion. The sample was then pressurized, and a leak was observed near the 2 cm depth marker. Microscopic observation of the leak location revealed a longitudinal split. The catheter was bisected longitudinally in order to inspect the inner surface. The edge of the inner split surface was observed to be rough and appeared to abrasive damage. The damage was likely caused during the retraction of stylet. The product instructions for use (IFU) cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ since the leak was observed on the returned sample, the complaint is confirmed. A lot history review (lhr) of rect0196 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter had no leak during testing prior to use. It was stated that after placed in the patient, the leakage was found on the catheter, then remove it right away. Another PICC was placed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect0196 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter had no leak during testing prior to use. It was stated that after placed in the patient, the leakage was found on the catheter, then remove it right away. Another PICC was placed.